Event description:
Failed test 3 times, tightened instrument then device failed. Opened another to complete case.manufacturer response for instrument, ultrasonic surgical,harmonic ace,(per site reporter).they issued rga# & sent return kit ( product was discarded).replacement product was sent to us.